Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibits the image has linear scratches and there is a doubled image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide a update to a previously submitted report. Updated fields: h4 mfg date updated. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.